Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an atrial fibrillation (af) procedure one farawave 2.0 cath 31mm was selected for being used, the package was taken out of box and package appeared to have a tear in the plastic, possibly impacting the sterility of the device. An alternate device was used, and no patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed. It was further reported that the sterile seal was damaged/compromised since there was a small plastic tear on the catheter packaging midway down the length of the catheter.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an atrial fibrillation (af) procedure one farawave 2.0 cath 31mm was selected for being used, the package was taken out of box and package appeared to have a tear in the plastic, possibly impacting the sterility of the device. An alternate device was used, and no patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed.